Event description:
On 4/28/75, rptr had a simple mastectomy with bilateral augmentation mammoplasty for fibrocystic disease. This co's implant was used. On 6/25/82, rptr had removal and replacement with another co's implants because of severe bilateral capsular contracture. Other problems: poor circulation, pain in breasts, back, ribs, arms and fingers, possible implant leakage/rupture, arthritis, rheumatoid arthritis, rashes on arms, fatigue, joint swelling/pain/stiffness, muscle fatigue, implant skin hardening, finger and hand swelling, glands under arms swell, hair loss, coldness and pain of extremities, second implants don't feel right, hip replaced, gastritis, degeneration of cervical spine, capsular contractures, thinning breast skin, polyarthritis, raynaud's phenomenon, inflammatory arthritis, dizziness, lesions, hypercholesterolemia and osteoarthritis. (Also see mw1000596 and 1000597.)